Manufacturer narrative:
Product analysis: analysis confirmed the customer comment that the battery would no longer charge and it was noted that the device powered on with the test power supply. All found defective parts were replaced and all other identified issues were resolved. Reloaded and updated software and the device then passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer had an intermittent power cord connection and the battery was unable to recharge/work. It was noted that the programmer had powered down with the loss of tasks performed and a black screen with an error code multiple times was observed requiring re-interrogation and switching out programmer. The power cord was switched out which did not resolve the issue. No patient complications have been reported as a result of this event.